Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
No mfg parameters found out of spec and original panasonic battery voltage could be recorded as meter turned on. Returned batteries gave a voltage of 3.020 v. Did not observe battery icon or booklet icon while strip was inserted. However, unit of measurement was selectable and was received at mg/dl. There were no errors observed in the error log. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.